Event description:
A serious, spontaneous, medically confirmed case received from a female consumer. Initials anonymized. Medical history or concomitant medications were not provided. Dr scholl's custom fit orthotics cf120 were worn for unk indication for "about a month." Dates were not provided. Consumer reported that she "recently tried the custom fit dr scholls inserts" and didn't feel a difference in the first week. Reported that in the second and third week her "feet actually ache more than before I started wearing them." Consumer reported that she had to stop wearing them. Reported that she noticed the ball of her left foot hurt so much all the time. Reported that she told her doctor about the symptoms she had been feeling and he said "I probably developed a stress fracture from wearing the inserts." Consumer reported that no x-rays or tests to confirm a stress fracture had been done. Outcome was unk.